Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead could not be introduced over the guidewire. The lead was replaced during the same procedure on (B)(6) 2021. Patient was stable.

Manufacturer narrative:
The reported event of a stylet insertion issue was confirmed. A complete lead was returned for analysis. Final analysis found the inner coil damaged near the distal region of the lead consistent with procedural damage. No conductor fractures or internal shorts were found.